Event description:
It was reported that the screen on the console would not work, and the procedure was cancelled. An icefx cryoablation system was selected for a lung cryoablation procedure. During preparation, however, the touch screen on the console would not work. The machine was switched on and gas attached. The opening screen where password input was displayed, but no information could be entered as the touch screen would not respond. The console was switched off and on again, but there was still no touch screen response. It was attempted to do a rollback as well, but the rollback option could not be selected on the touchscreen. The patient had already been sedated under general anesthesia, but the procedure was cancelled. There were no patient complications reported.